Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Customer complained for ¿a sensor that was giving shock¿. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. No burn marks or components damage were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly). The battery voltage measured within specification ranges. Further investigation has been performed on the returned sensor because of the customer reported for the sensor was ¿giving shock¿. A visual inspection was performed on the returned sensor with a digital microscope. No anomalies were observed. The puck was observed to be in sensor state 8 (error_termination). The returned sensor battery voltage was measured within specification ranges. An smu (source meter unit) test was performed to check the functionality of the returned puck and check the accuracy of the returned sensor readings. The returned puck had an electrical current measured within specification, indicating no accuracy issues were present in the sensor. A poise voltage test was performed and results were within specification ranges. There was no issues with electrical signal lines integral to the glucose reading process of the returned sensor. The sensor thermistor testing was performed and the temperature difference between the sensor temperature and room temperature was observed to be within specification. Both the poise voltage test and sensor thermistor testing were performed. A current consumption test was performed. An on and off current test were performed on the returned sensor. The on current and the off current both had measured within specification ranges. The results of the current consumption test showed that the returned sensor was not drawing excess current in an activated or inactivated state. The results of the smu, poise voltage, temperature, and current consumption test show that the sensor is functioning as intended. The returned sensor passed all testing. Since no evidence of product malfunction was observed during the investigation. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock while wearing their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock while wearing their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.